Event description:
Outpatient arrived for cardiac rehab session. Gel not sticking to electrode when pulled off plastic backing causing staff to be unable to retrieve a heart rhythm. This happened on all 3 electrodes for this patient. Manufacturer response for electrodes, 7605 cloth electrodes conductive adhesive hydrogel (per site reporter). Initial call made to cardinal health who recommended contacting our distributor. This product is purchased through concordance healthcare which is a distributor. Concordance customer 866-326-0313. Concordance representative returned a call regarding the equipment failure and will do additional investigation. Defective product available for return to manufacturer for further investigation.